Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus local service engineer report that there was glue inside the instrument channel of the device. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During reprocess with the device, the foreign matter adhering to the inside of the instrument channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.